Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as a rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone cream and hydroxyzine pills for the skin irritation. The patient and the doctor also decided to end use as patient may be allergic to the te pads. Follow up indicated that the rash improved.